Event description:
It was reported the act button on the insulin pump was getting stuck. No significant events were reported. Customer was advised to discontinue use and revert to back up plan. Customer's blood glucose was 7.1mmol/l. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened dome switches. The insulin pump was received with minor scratched liquid crystal display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and shifted end cap sticker.